Event description:
It was reported that allegedly a pta balloon circumferentially ruptured at 15 atms during the first inflation and separated within the pt. The physician then performed a second puncture in the central aspect of the vein and an 8f vascular sheath was placed. A snare was used to capture the wire and the remnant of the balloon. Both were removed successfully through the second sheath. The procedure was then completed. The device was being used to treat an av fistula in the innominate vein. The rupture occurred during the first inflation. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot #. The sample has been returned to the mfg site and the evaluation is currently underway.